Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissor (mcs) instrument was observed to have a damaged cable. Allegedly, a fragment fell inside the patient. An external instrument was used to complete the surgical task. The procedure was completed. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the mcs instrument was not inspected prior to use. The mcs instrument wrist was straightened prior to being removed. The reported event was noted towards the end of the surgical procedure. The alleged fragment that fell into the patient was removed later in the day during a different surgical procedure. The information was unable to provide information regarding relevant tests performed related to retaining a fragment as well as details related to the reoperation at this time. There was no additional information that was provided by the customer.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs instrument for failure analysis (fa). Failure analysis found a broken cable at the distal end. The distal idler pulley spun freely and did not exhibit damage. Investigation indicated no missing piece on the instrument. Furthermore, the alleged fragment that was retrieved was not returned to isi for evaluation. The customer report of instrument damage resulting to an alleged fragment retained inside the patient was unable to be confirmed through this investigation. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The image identifies a broken grip cable and possible mechanical indentation on the blade. A system log review was performed and a procedure on the reported event date of (B)(6) 2023 using system sl1207 was confirmed. During the procedure, usage of the referenced mcs instrument with lot k12230420-0221 was confirmed along with logged usage of other instruments. These instruments are mcs instrument with lot k14230323-0112, large needle driver lot k11230420-0125, prograsp¿ forceps lot k12230622-0093, large suturecut needle driver lot k11230323-0190, long bipolar grasper lot k10220613-0007, endoscope sn (B)(6), endoscope sn (B)(6). All of these instruments were used in subsequent procedures with no related issue reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed that the wrong information was reported, and no fragments of the product fell inside the patient's anatomy. The surgeon who performed the procedure on (B)(6) 2024 confirmed that he did not retrieve fragments from the patient's anatomy at a later date.

Event description:
Refer to h10/h11 for follow-up information.